Manufacturer narrative:
On 25-may-2023, the product investigation was updated with a manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device number lot 30922747l and no internal action related to the complaint was found during the review. The manufacture date was updated to 18-oct-2022. The expiration date was updated to 17-oct-2025. The h6 type of investigation code now includes "analysis of production records". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afl ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and unknown smartablate generator. The patient experienced an atrial esophageal fistula and ultimately passed away. It was reported that the procedure had been completed without complications. Esophageal fistula occurred in late february, about a month after the procedure, and the patient died. The physician's opinions on the relationship between the event and the product was that it may be difficult to obtain further information because this information was heard from the medical examiner, not directly from the physician. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. The initial procedure was performed on (B)(6) 2023. Generator information was a smart touch bidirectional, product code: d134805, lot number: 30922747l, the catheter is not available because the catheter was discarded at the hospital. Octaray, product code: d160903, lot number: 30906825l, the catheter is not available because the catheter was discarded at the hospital. Soundstar sh, product code: 10439236, lot number: g9282818, the catheter is not available because the catheter was discarded at the hospital. Carto3 external refpatch 6pack, product code: crefp6, lot number: ll024191, the product is not available because the product was discarded at the hospital. No generator malfunction occurred, and servicing was not required. A thermocool smarttouch sf was used. Product information was updated with a-8808623. Additional filter used with the visitag was fot. Tag index was used. The patient developed esophageal fistula in late february, about 1 month after the procedure, and subsequently died. No product will be returned. Additional information- the initial procedure was performed on (B)(6) 2023. Physician¿s opinion on the cause of this adverse event was the procedure. Generator was a smartablate generator, g4c-4541-a. 15. Force visualization features used was vector, cf dashboard. Visitag module was used, parameters for stability used was range 3mm. Time3s. Size2. The patient developed esophageal fistula in late february, about 1 month after the procedure, and subsequently died. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).